Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 1 and 4 hours on the arm. The patient noticed their pod leaking insulin. The patient was also vomiting. The patient was taken to the emergency room by ambulance. The patent was treated with intravenous therapy with insulin and fluids. For the firs 48 hours of admission, the patient received insulin via injections. On day 2 of admission, the patient activated a new pod and received insulin through pod therapy.